Event description:
It was reported that during the implant procedure the set screw of the device failed to engage the lead pin. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. The set screw was noted to be loose/detached.